Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that 25mm amplatzer pfo occluder was implanted on (B)(6) 2022. On (B)(6) 2022, it was noted that the patient had been experiencing numbness and tingling on upper thigh. A duplex ultrasound was done and the patient was admitted into the hospital. Vascular surgeon performed another ultrasound and it confirmed a 1cm pseudoaneurysm. Surgical intervention was not needed. Patient stable.

Manufacturer narrative:
An event of pseudoaneurysm was reported. Information from field indicated that the patient did not had difficult anatomy and there were no difficulties implanting the device. The patient¿s monitored activated clotting time was within the recommended range for the procedure. Abbott requested for procedure imaging to review, this was not provided by the site. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received that activated coagulation time prior to the procedure was 303 seconds. There was no difficulty with arduous anatomy or any difficult anatomy. The patient tolerated the procedure well with no complications. The cause of the pseudoaneurysm was unknown. No additional information was provided.